Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The c-flex aspheric 970c iol was implanted on (B)(6) 2015. On (B)(6) 2015, the patient underwent synechiolysis therapy during which rtpa was inserted into the eye intracamerally to disintegrate fibrin. Following this procedure, the patient received a course of steroids. On 01/21/2010, the UK medicines and healthcare products regulatory agency (mhra) issued a medical device alert (mda/2010/008) regarding intracameral use of r-tpa. The alert was published following a UK hospitals study conclusion that iol opacification may be caused by intracameral use of alteplase (r-tpa) to treat fibrinous membranes after cataract surgery. Alteplase (r-tpa) is indicated for use to treat acute myocardial infarction and stroke (lysis of emboli), it is not licensed for use for treatment of fibrin. Opacification of the c-flex aspheric 970c iol was observed on (B)(6) 2015 and on an unknown date following the detection of opacification the lens was explanted. The explanted lens has been sent to a third party independent laboratory to undergo structural and ultrastructural analysis (light microscopy, scanning electron microscopy and energy dispersive x-ray fluorescence spectroscopy (edx)). The results of the device analysis performed will be provided in a follow-up report. (B)(4).

Event description:
Rayner intraocular lenses limited received notification of an event that occurred following implantation of a c-flex aspheric 970c iol on (B)(6) 2015 from tis (B)(6) partner. Opacification of the c-flex aspheric 970c iol was observed post-operatively and as a result of this development the lens was required to be explanted.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The c-flex aspheric 970c iol was implanted on (B)(6) 2015. On (B)(6) 2015, the patient underwent synechiolysis therapy during which rtpa was inserted into the eye intracamerally to disintegrate fibrin. Following this procedure, the patient received a course of steroids. On 21st january 2010, the (B)(6) regulatory agency issued a medical device alert (mda/2010/008) regarding intracameral use of r-tpa. The alert was published following a (B)(6) hospitals study conclusion that iol opacification may be caused by intracameral use of alteplase (r-tpa) to treat fibrinous membranes after cataract surgery. Alteplase (r-tpa) is indicated for use to treat acute myocardial infarction and stroke (lysis of emboli), it is not licensed for use for treatment of fibrin. Opacification of the c-flex aspheric 970c iol was observed on (B)(6) 2015 and on an unknown date following the detection of opacification the lens was explanted. The explanted lens was sent to a third party independent laboratory to undergo structural and ultrastructural analysis (light microscopy, scanning electron microscopy and energy dispersive x-ray fluorescene spectroscopy (edx)). The device analysis was completed on 22nd october 2015 and the report concludes "sem and edx spectroscopy revealed crystalline deposits below the anterior surface of the iol. The crystals were made of capo4. The opacifications seem to have been caused by the intracameral injection of r-tpa for fibrinolysis." Our review of production records for the c-flex aspheric 970c iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol (june 2014) was carried out in order to determine if any trends existed. This review concluded that no other incidents have been received against the c-flex aspheric 970c iol batch (B)(4). The patient is reported to have glaucoma. Rayner ifus include the following contraindication "active ocular diseases (chronic severe uveitis, proliferative diabetic retinopathy, chronic glaucoma not responsive to medication). Lab performing analysis for rayner.

Event description:
Rayner intraocular lenses limited received notification of an event that occurred following implantation of a c-flex aspheric 970c iol on (B)(6) 2015 from its (B)(6) partner. Opacification of the c-flex aspheric 970c iol was observed post-operatively and as a result of this development the lens was required to be explanted.